Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch ultra2 meter was powering off when she attempted to test her blood glucose. The complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began on the night of (B)(6) 2012. The reporter denied that the patient manages her diabetes with medication and stated that she made no changes to her diabetes management as a result of the alleged issue. The reporter claimed that the patient became "shaky" 10 days after the alleged issue began. The reporter said that the patient's blood glucose was tested on a emergency room (ER) meter (unspecified type) at 5 a.m. On 08/30/2012 and a blood glucose result of "600 mg/dl" was obtained. The reporter told the cca that the patient was immediately treated by the ER health care provider (hcp) with intravenous (IV) fluids. At the time of troubleshooting the cca confirmed that the subject meter was not being used for the first time and that there had been no misuse to the subject meter. The cca educated the reporter during troubleshooting on the meter's behavior and auto shut off, however, the alleged issue was not resolved. The cca confirmed the subject meter needed new batteries, but the reporter did not have replacement batteries available at the time of troubleshooting. The alleged issue was resolved with training. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms and had a blood glucose result obtained on a ER meter that were suggestive of a serious injury and required treatment by a hcp as a result of the alleged issue.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.